Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; valve is not hermetic with blood reflux in the tubing. For the patient: blood reflux and non-hermetic valve, but no clinical consequences for the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking valve was inconclusive because the returned catheter was not the device implicated in the event. The product returned for evaluation was one sealed 4 fr sl powerpicc solo catheter kit. The unit was functionally tested by flushing the luer with water using a 12 ml luer lock syringe. During testing, no leaks were identified. The solo valve was separately tested by infusing the catheter with water and suspending the catheter upside down to observe if the solo valve leaked; however, no leaks were identified. Based on the available evidence, the reported failure could not be confirmed. No device deficiencies were observed; however, a sealed kit was returned, suggesting it was not the device used in the reported event. Consequently, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.